Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that a transmission showed one ventricular high rate episode which appeared to be oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.